Event description:
It was originally reported that the patient experienced pain at the device site. The device site was not sore or red. It was noted no trauma was done to the device site. It was later reported that the patient fell and broke 5 ribs. It appeared that the patient's device was not working. No further follow-up is possible.